Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04007. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent robotic hysterectomy, sling release on (B)(6) 2013 due to dysmenorrhea and menorrhagia, unresponsive to conservative therapy, urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced chronic pelvic and vaginal pain, infection, urinary urgency, frequency with urination, recurrence of prolapse, abnormal vaginal discharge, painful intercourse, chronic urinary tract infections, chronic yeast infections, and vaginal/pelvic complications. The patient suffers psychologically and emotionally. The patient suffers from mental and emotional distress, and from depression due to a decrease in the overall quality of life, unrelenting pain and other severe injuries. The patient underwent a procedure to remove her right ovary and right tube. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04007. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence.